Event description:
Customer reported an increase in positivity rate on their sars-cov-2 tma runs using assay lot: 304923 on panther instrument sn: (B)(4). The samples were from the same collection site. The wl in question, (B)(4), had 68 positives out of 93 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and determined this was a contamination issue based on the number of positive samples in a row for this wl. Pas advised that customer should replace the sample shield, decontaminate the lab, prepare a new reagent kit, and run panel a's to get a baseline result. Hologic technical support (ts) relayed pas review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua: (B)(4), aptima sars-cov-2 (eua: (B)(4), and aptima sars-cov-2/flu (eua: (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.